Event description:
The customer reported being in the emergency room due to ketones and high blood glucose of 673mg/dl. The customer mentioned having a bad site, losing her quick serter, and not having her blood glucose meter while being busy with her sister's wedding. Assisted the customer with the manual insertion of the infusion set, and reminded her that she had long lasting insulin in her body. Advised the caller that the quick serter would be replaced. No further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.